Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral vein (rcfv) and left common femoral vein (lcfv) was attempted using two proglide devices in the (rcfv) and one proglide device in the (lcfv) with a 6f sheath in the rcfv and 7f sheath in the lcfv after an interventional atrial fibrillation procedure. Reportedly, the suture broke. The same issue occurred to all three devices. Manual arterial compression was applied to achieve hemostasis in the rcfv and lcfv. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.